Event description:
This follow-up MDR is created to document the additional event information received for record #(B)(6). According to the available information, this inflatable penile prosthesis was implanted 15 years ago, and the device removed and replaced on (B)(6) 2020 due to the pump having collapsed. The leak area was identified near the right cylinder. A titan pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation with abrasion adjacent on the exhaust tubing of cylinder 1. Testing revealed this to be a site of leakage. Partial separations within abrasion were noted on both pump exhaust tubes. Testing revealed these to not be sites of leakage. The presence of surface abrasion was noted on all pump tubing, both cylinder exhaust tubing, and reservoir inlet tubing. No functional abnormalities were noted on the pump, cylinder 2 or reservoir. Based on recreation of the position of the tubes according to the abrasion pattern indicating that all pump tubing was overlapping while in-vivo. This positioning may have caused the exhaust tube of cylinder 1 to be kinked onto itself for a period of time. This positioning, with combination of device usage over time, may have contributed to sufficient stress to cause a separation through the exhaust tubing of cylinder 1. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
1003119- the lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information and implanted device from 2015 was removed and replaced. On pumping, pump remains collapsed - leak/area identified near right cylinder set.